Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory. Upon receipt, the atrium set screw was noted to be missing. X-ray images show the setscrew present during manufacturing. The timing of its removal could not be determined.

Event description:
It was reported during implant of device, the set-screw was not present in the atrial plug. The device was replaced and a new device was implanted. The patient was well after the procedure.